Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that when the physician attempted to place the implant body into the patient's mouth, the implant mating portion of the fixture mount fractured. The physician removed the implant and placed another product.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The customer did not provide any x-rays, but provided one picture that identified a fractured mount. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 30 (universal) and was used, placed and removed on the same day. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant mating portion of the fixture mount fractured. The reported complaint was confirmed a definitive root cause for this complaint could not be determined.